Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent spinal surgery on (B)(6) 2015. During surgery, a shaft of the product was broken. Wobble was observed at the shaft preoperatively but the surgeon did not replace it with another one. The surgery was completed without further problem. It was disassembled and confirmed breakage between shaft and clamp. Doctor commented that it may be aged deterioration. The product came in contact with the patient. No patient complications were reported.